Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that the pump battery rapidly depleted shutting pump down. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose. At the time of the report, contact did not have pump to perform a pump system check. Upon follow up, contact reported pump was working as expected and declined additional assistance. No additional information regarding the reported issues was provided.